Event description:
It was reported that the touch pen could not be calibrated to the screen. The programmer was returned for repair. No patient compl ications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; bezel assembly found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).